Event description:
An endurant abdominal stent graft was implanted in a pt for the endovascular treatment of a 8 cm in diameter abdominal aortic aneurysm. The vessels were moderately tortuous with little calcification. It was reported that the pt was being treated to reline an existing excluder endovascular stent graft from another MFR, due to "hygroma" present and causing an increase in aneurysm size to 8 cm. There are no endoleaks evident on the previous diagnostic angiogram performed. There was a small focal stenosis noted on left renal artery, diameter only 3mm, there are no renal stents available in that size. The physician chose a medtronic integrity coronary stent, with a .014 delivery system which was successfully placed at ostium of lra. The plan was to place an aortic cuff at the proximal end with 2 times the limbs length of existing limbs sitting within cuff. The aortic cuff was deployed successfully and a right endurant limb was also deployed successfully within the aortic cuff. The left endurant limb was also deployed between the aortic cuff and the wall of the pre-existing stent from another MFR. It was supposed to be deployed within the cuff but the surgeon didn't retrieve the pigtail catheter from outside of the cuff before placing the wire and endurant limb. The physician decided to attempt placement of a plamaz rigid balloon expandable stent at the proximal end to open the left limb and push the cuff to the right. However, the anatomy was tortuous and wouldn't track into limb and therefore, had to be deployed at distal end of the existing limb from another MFR. The surgeon then decided to perform a right femoral to femoral crossover to restore flow to the left leg. The pt was doing well at f/u and both legs and feet are profused. No add'l clinical sequelae were reported, and the pt is fine. (MFR report# 2953200-2011-01634 and MFR report# 2953200-2011-01635).

Manufacturer narrative:
(B)(4). Results: fem-fem bypass. Did not retrieve the pigtail catheter. Other MFR's stent graft. Conclusions: did not retrieve the pigtail catheter. Other MFR's stent graft.